Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the coil embolization procedure, the coil prematurely detached and migrated to middle cerebral artery(mca). The coil was retrieved with gooseneck snare, but some clot was formed in anterior cerebral artery(aca )and middle cerebral artery(mca )area during coil retrieval. The clot was retrieved by thrombectomy and the coil embolization was completed after the thrombectomy.

Manufacturer narrative:
Executive summary is update to include the anatomical location of the treatment area. Expiration date: added. Manufacturing date: added. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. As per additional information no damage was noted to the device prior to use and the device was prepared as per device direction for use (dfu) for this product. In the case of this complaint it is most likely that the main coil prematurely detached inside patient and migrated while attempting re-sheathing and repositioning due to some procedural factors encountered during the use thus resulting in patient thrombosis (untreated vessel). Therefore it is probable that the damage was sustained to the device during the clinical procedure limiting the performance of the device during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that during the coil embolization procedure of the internal carotid- posterior communicating artery(ic-pc) ruptured aneurysm, the coil prematurely detached and migrated to middle cerebral artery(mca). The coil was retrieved with gooseneck snare, but some clot was formed in anterior cerebral artery(aca )and middle cerebral artery(mca )area during coil retrieval. The clot was retrieved by thrombectomy and the coil embolization was completed after the thrombectomy.